Event description:
It was reported that the patients Spinal Cord Stimulator (SCS) paddle lead had migrated which was confirmed by X-ray imaging. It was also noted that once the SCS paddle lead was connected to the patients Implantable Pulse Generator (IPG), the bottom contact on Port C had a high impedance. The patient subsequently underwent a lead revision procedure.Additional information was received that the patient underwent lead replacement procedure and was doing well postoperatively. The explanted device was discarded by the facility.

Event description:
IT WAS REPORTED THAT THE PATIENTS SPINAL CORD STIMULATOR (SCS) PADDLE LEAD HAD MIGRATED WHICH WAS CONFIRMED BY X-RAY IMAGING. IT WAS ALSO NOTED THAT ONCE THE SCS PADDLE LEAD WAS CONNECTED TO THE PATIENTS IMPLANTABLE PULSE GENERATOR (IPG), THE BOTTOM CONTACT ON PORT C HAD A HIGH IMPEDANCE. THE PATIENT SUBSEQUENTLY UNDERWENT A LEAD REVISION PROCEDURE.

Manufacturer narrative:
Investigation Results:The device was not returned for analysis; therefore, a technical analysis could not be performed. Device History Record:It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event.Labeling Review:Review of the Instructions for Use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event.Media Inspection Result:Media inspection confirmed that high impedance values and lead migration were present.Investigation Conclusion:Based on a thorough review of the reported complaint, Boston Scientific has assigned an investigation conclusion code of Cause Not Established.